Event description:
It was reported that during a device data review, a signal artifact monitoring (sam) event which automatically disabled the minute ventilation (mv) feature. No information was provided regarding the suspected root cause of the sam event, however, technical services discussed that the sam event could be the result of a plugged right atrial (ra) port. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during a device data review, a signal artifact monitoring (sam) event which automatically disabled the minute ventilation (mv) feature. Information has been requested regarding the suspected root cause of the sam event, but a response has not yet been received. The device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during a device data review, a signal artifact monitoring (sam) event which automatically disabled the minute ventilation (mv) feature. No information was provided regarding the suspected root cause of the sam event. The device remains implanted and in-service. No adverse patient effects were reported.